Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5+ functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, imaging quality was poor. 2 triclips xtw(40530r1082; -50120r1038 ) were implanted at anteroseptal commissure, achieving excellent tr reduction. There was residual tr at left side of central portion of posterior septal line of coaptation. Triclip (tcds0307-xtw; 50120r2035) was prepared to treat it. Several grasping and capturing attempts were made. The tr reduction was not satisfactory due to challenging anatomy of patient. The clip was removed from the anatomy. There was no device malfunction reported. During the clip removal, a clip entanglement was noted with sub valvular apparatus. The clip was removed using standard troubleshooting. A minimal chordal rupture was observed which did not impact residual tr. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, the reported image resolution poor, positioning failure associated with leaflet grasping and capture and difficult to remove from the anatomy resulting in unspecified tissue injury appears to be related to procedural condition as imaging quality was reported to be suboptimal. Tissue damage/injury is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.